Manufacturer narrative:
A partial lead was returned in one piece measuring 4.3 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac arrest and coronary artery disease. No additional information was reported.